Event description:
"Caller alleged discrepant results compared with the reference. Results as follows:" pt #1, date: (B)(6) 2011, inratio: 1.3, reference (coumatrex): 2.7. Pt #2, date: (B)(6) 2011, 1.2, 2.0. No specific pt info provided. Therapeutic range of 2.0-3.0. All testing occurred within ten minutes of one another.

Manufacturer narrative:
Investigation pending.